Event description:
It is reported that a customer experienced high blood glucose of 350 mg/dl. The customer was informed that there could be many reasons for high blood glucose. The customer reported a lost sensor on (B)(6) 2014. The customer did not want to trouble shoot the insulin pump. The customer had already changed the sensor. No further information was provided.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.